Event description:
It was reported that the user experienced a low blood glucose of 40 mg/dl despite not announcing meals for 2¿3 days and while using a dexcom g7 sensor that had been recently replaced, with no sensor alerts noted; troubleshooting education was provided and the user was instructed to call during an event to assess for potential sensor or system factors. Symptoms included hypoglycemia. Outcomes included resolution with oral glucose. Investigation included remote troubleshooting and user education to review sensor function and potential system interactions. Investigation of this case revealed no identifiable device malfunction and no specific precipitating factor for the hypoglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.